Manufacturer narrative:
Complaint no: (B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. This report was received from a consumer via (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment rendered for the event was not reported. At the time of this report, the peritonitis was not resolved, the patient was not recovered, and physioneal therapies were ongoing. No additional information is available.